Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During deployment establish final arm angle (efaa), the clip opened from 10 degrees to 30 degrees, when the arm positioner was turned from a neutral position in the open direction. It was noted that instructions for use (IFU) were not followed, and the arm positioner was rotated more than 1 turn in the open direction. The clip was closed and efaa was repeated. However, at that point, the clip had to be implanted slightly opened. The mr was reduce to grade 1. There were no adverse patient effects. Patient status was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip open during effa and improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip open during efaa was due to the reported improper or incorrect procedure or method. The reported improper or incorrect procedure or method was associated with the user rotating the arm positioner more than 1 turn in the open direction. There is no indication of a product quality issue with respect to manufacture, design, or labeling. See attachments for medwatch report # (B)(4).

Event description:
User facility medwatch # uf/importer report # (B)(4) received that states: "elderly male with history of severe mitral regurgitation. Procedure is mitral clip. The mitral clip would not stay closed as supposed to. It was noted the clip needed to be removed to get a proper closing clip. Upon trying to remove the clip, it would not invert making it unable to be removed. Clip then had to be deployed as is in the body. No known harm to patient, however, patient did develop large right pleural effusion. 10 days later, patient still hospitalized." Subsequent to the medwatch notification, follow-up was performed with the account. Please see updated event description below: it was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During deployment establish final arm angle (efaa), the clip opened from 10 degrees to 30 degrees, when the the arm positioner was turned from a neutral position in the open direction. It was noted that instructions for use (IFU) were not followed, and the arm positioner was rotated more than 1 turn in the open direction. The clip was closed and efaa was repeated. However, at that point, the clip had to be implanted slightly opened. There was an attempt to open the clip further with the hope of removing it, but it would not open since the lock line was removed. Attempting to open it further could have damaged the device and caused further issues. Therefore the clip was implanted at 30 degrees. The mr was reduce to grade 1. There were no adverse patient effects. Patient status was reported stable. Per the physician, the patient had developed a pleural effusion that was not related to the procedure or mitraclip.